Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, the package was opened, and no damages were noted to the box, the device was taken out of the package and white splatter/ residue was observed at the back of the catheter handle. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the sterile seal was not damaged or compromised.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory it was visually inspected and white material was observed on the handle. The material was visually consistent with being excessive adhesive from the manufacturing process. Thus, the most likely cause was determined to be a quality control deficiency.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, the package was opened, and no damages were noted to the box, the device was taken out of the package and white splatter/ residue was observed at the back of the catheter handle. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the sterile seal was not damaged or compromised.